Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 406 mg/dl at the time of incident. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose. The customer reported that insulin pump was stopped working and making a long beeping noise. The customer also reported that they received unexpected restart alarm and blank display. Customer stated that the contacts on the battery cap are damaged. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
No audio/beep anomaly noted. Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display. Unit had stripped battery cap coin slot (p).